Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged the same day of implant and the physician noted it was likely due to patient arm movement. A lead revision procedure was performed and this lead was successfully repositioned. No additional adverse patient effects were reported. No additional information is available at this time. If additional information becomes available, this report will be updated.